Event description:
A pt reported experiencing inaccurate erratic resuts with a fasttake meter. The pt's blood glucose results were 66, 115, 180 and 240 mg/dl. Tests were done within 10 minutes. Pt did not experience any adverse events. No further info has been reported.